Manufacturer narrative:
Updated h6.

Manufacturer narrative:
It was reported that "a raytec sponge was packed into a spine surgical wound with multiple other raytec sponges, as is standard practice in these procedures. When removed, one of the radiopaque strips from the raytec sponge was left behind in the surgical wound. The radiopaque strip was removed from the wound and the procedure continued. The remaining raytec sponges from the pack were examined and it was noted the radiopaque strips were loose in many of them. The remaining raytec sponges were passed off the surgical field and new ones, from a different vendor, were opened and used to complete the procedure." It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Radiopaque strips from the raytec sponge was left behind in the surgical wound